Event description:
Meter displayed a "not ok" message. The meter displayed the "not ok" message when the meter is powered on. The pt contacted a medical professional for advice and was treated with food and/or beverage. The meter is not a new product (out of box) and customer service walked the reporter through cleaning the meter and the "not ok" issue persisted. There had been corrosion in the battery compartment the last time the battery was replaced. There is no info at this time on how long the meter had been displaying the "not ok" message; there is also no info on the pt's diabetes regimen. Customer service sent the pt a replacement meter.